Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information that this pacemaker had 1.5 years remaining. It was noted that the patient had some intermittent atrial fibrillation (af). Analysis was performed and it showed that the device average power level increased about one week after implant. Moreover, the therapy usage of this device could not explain the high power and this behavior was consistent with devices that have a hardware defect or malfunction. This pacemaker was explanted. No additional adverse patient effects were reported.